Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the patient¿s old insulin pump was not delivering properly. The reporter stated that the patient had elevated blood glucose levels up to 24 mmol/l with irritability, increased thirst and urination, and nausea. The reporter stated that the patient¿s rates were increased constantly in order to keep the patient¿s blood glucose under control. The reporter stated that since receiving the new insulin pump, the patient¿s blood glucose was under better control with lower rates. This report is made based on the allegation that the patient experienced hyperglycemia related to the allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: a review of the pump black box showed several power interruptions leading to 1 hour of insulin delivery interruption on (B)(6) 2013. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump battery compartment and cap were found to be undamaged. The pump was exercised for 24 hours without insulin delivery interruptions. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was observed to be discolored.